Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implantation of the left ventricular lead the lead may have been compromised. During the slitting of the catheter the cutter had come off track. The lead became dislodged during the attempted re-engagement of the cutter into the track. The lead was not used and another lead was implanted.

Manufacturer narrative:
Analysis was normal. No anomalies were found.